Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, and overall visual revision did not identify failures or evidence that could be lost due to the decontamination process. As per media inspection, the, physician has provided pictures of the device. In the photos, it can be observed that the guidewire was bent at the distal section and the polymer jacket was detached. As per visual inspection, the device was returned for the analysis, and it is possible to see that the guidewire was bent at the distal section and the polymer jacket was detached. No more damages were detected. The device was put in saline solution, and no reactions were observed on the coating. Under the microscope, there were no observed reactions on the guidewire. Additionally, it is possible to observe the guidewire was bent at the distal section and the polymer jacket was detached.

Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified upper arm. A 165-cm model-transend guidewire was selected for use. However, during the procedure, damage occurred, and when a guidewire was advanced to a thrombotic occlusive lesion the coating on the tip of the wire peeled off. The device was removed without any problem using the normal method and the procedure was completed with another of the same devices. No patient complications were reported.

Event description:
It was reported that coating issue occurred. The 100% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified upper arm. A 165-cm model-transend guidewire was advanced to cross the thrombotic occlusive lesion. However, during the procedure, the coating on the tip of the wire peeled off. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.